Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) called and reported that it was difficult to intubate the patients using glidescope using the tubes. There was no known patient impact.